Event description:
It was reported that the atrial connector on the epg (external pulse generator) was broken. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the output connector was broken. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, one side bail cover was broken, the lead flex cover was contaminated and the battery drawer was contaminated. (B)(4).